Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03183; related manufacturer reference number: 2938836-2019-03185. It was reported that the patient¿s system was explanted due to systemic infection. The patient experienced two episodes of septicemia. The first episode was first noted in (B)(6) 2018 and the second episode was noted in (B)(6) 2019. Septicemia was confirmed through blood cultures; however, there was no known allegation towards the patient¿s system. The patient received hemodialysis treatment for both episodes. The patient also received antibiotics. For the second infection episode, eventually, the system was explanted. The patient was stable during and post procedure.